Event description:
It was reported that patients ipg would no longer work as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.